Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. No pre-existing conditions were noted on the product experience report (per). X-ray or picture was not provided. The reported device was located on tooth #6 and length of usage is approximately 9 years. A device history record (DHR) review and complaint history review could not be performed, as the lot numbers associated with the reported product are not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the screw dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: functional: fracture: screw). Complainant reported that the patient came in with a fractured implant crown. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Lot number, unique identifier (UDI) n umber and expiration date unknown / not provided. Additional PMA/510(k) number ¿ k011028 / k013227.. Device manufacturer date unknown / not provided.

Event description:
It was reported that patient came in with a fractured implant crown. The healing abutment placed but not able to be tightened and seated. Internal threads of the implant are messed up and the internal threading of the implant needs to be redone. Customer clarified there was no abutment damaged due to the fractured crown.